Event description:
A patient reported experienced hypoglycemia while using a one touch meter. At 05:00pm on event date, patient started experiencing profuse sweating, and seizures while their blood glucose was 87mg/dl on ot meter. The primary care physician was contacted and advised patient to drink juice. No medical intervention was recommended. A lifescan representative contacted patient for more information and it was found that the patient has been using test strips (lot #746682a) that have expired in july 1999. No allegations of harm have been made.